Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, prescription topical eczema cream was used to treat a rash from the sensor. Patient had seen the dermatologist on (B)(6) 2015. The sensor was inserted at the arm on (B)(6) 2015. The patient is reported to be good. No additional event or patient information is available.